Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer stated that they not feels that sugar was high also no uncomfortable feeling. Customer was not used insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.